Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 350cc and experienced symptoms including joint pain, extreme muscle pain in the neck, shoulder, and back, brain fog, blurry vision, night sweats, vertigo, heart palpitations, fatigue, hormonal imbalance, metallic underarm body odor, food sensitivities, adrenal fatigue, swollen glands, lower libido, neuropathy, numbness in arms and hands, memory recall has changed, difficulty swallowing, and intolerance to cold. The patient was also diagnosed with sjogren¿s syndrome and fibromyalgia at the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side implant.

Manufacturer narrative:
On 8/26/2019, it was noticed that this report is a duplicate of report# 1645337-2019-15830. Codes have been updated to no product quality issue/no adverse event to prevent duplicative coding of the same event. See report# 1645337-2019-15830 for final reporting and complete documentation of this event. No further regulatory reporting to us FDA will be done in this complaint file. Manufacturer¿s reference number: (B)(4).